Manufacturer narrative:
Concomitant product: 4968-35 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient had a syncopal episode and hit their head leading to a subarachnoid and intracranial hemorrhage. It was noted that the implantable cardioverter defibrillator (ICD) fired during the syncopal episode, yet failed to deliver therapy for a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The patient was hospitalized and later died due to complications of the brain hemorrhages. The patient was a participant in the product surveillance registry study. No additional information was provided.

Manufacturer narrative:
Correction: concomitant medical products: 4968-35 implanted: (B)(6) 2013, (provided incorrect implant date on initial medwatch) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.